Event description:
It was reported a patient enrolled in a clinical study underwent a total right knee arthroplasty on an unknown date. Subsequently, patient required to undergo a revision procedure due to loss of range of motion. No revision has been scheduled to date. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a total right knee arthroplasty on (B)(6) 2013. Subsequently, patient reports loss of range of motion. A forced flexion procedure under anesthesia was planned but patient elected not to undergo the procedure. No further information has been provided to date.